Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 100% stenosed target lesion was located in the severely calcified mid-right coronary artery. This 2.50 x 28mm promus element, mr, ous stent was unable to cross the lesion. The physician removed the device from the patient intact and noticed that the distal edge of the stent was lifted up (the stent was not deployed inside the patient). The procedure was completed with a 2.50 x 16mm promus element stent. No patient complications were reported and the patient's status is good.